Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient reported distorted sounds from the device after being involved in an auto accident, resulting in device non-use. Clinical management of the patient is underway.